Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
The customer complained that the device is displaying the service indicator. There was no patient use associated with the reported event.